Event description:
It was reported that y connector was disconnected and the wound drain device could not be used. It was mentioned that health damage to the patient was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that y connector was disconnected and the wound drain device could not be used. It was mentioned that health damage to the patient was unknown. Per follow up information received via ibc on 18oct2022, it was stated that the patient was involved and there was no impact to the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.